Event description:
Consumer reported a false negative result was received after using the inteliswab product. Consumer stated that their daughter tested positive somewhere else but received a negative result after using inteliswab the same day. Complaint was received from inteliswab.com, see below: full name: (B)(6). Organization: none. Email: (B)(6). Phone number: (B)(6). Country: united states. State: (B)(6). Select your organization type or use: consumer/personal use. Comments: use it to test myself. Bought two boxes. Tested my daughter a day she got verified for being positive. Your results said she was negative. I honestly feel your tests are misleading. I spent (B)(6) on tests that did not give accurate results. Just letting you guys know. Original ref: https://inteliswab.com/. Last touch ref: https://inteliswab.com/. Organic source: https://inteliswab.com/.

Manufacturer narrative:
No followup is to be expected with the complaint file and the incident will be closed internally. Corrected the report to include the eua number, full device description name and a corrected phone number as requested.

Event description:
Consumer reported a false negative result was received after using the inteliswab product. Consumer stated that their daughter tested positive somewhere else but received a negative result after using inteliswab the same day. Complaint was received from inteliswab.com, see below: (B)(6). Select your organization type or use: consumer/personal use. Comments: use it to test myself. Bought two boxes. Tested my daughter a day she got verified for being positive. Your results said she was negative. I honestly feel your tests are misleading. I spent (B)(6) on tests that did not give accurate results. Just letting you guys know. Original ref https://inteliswab.com/, last touch ref https://inteliswab.com/, organic source https://inteliswab.com/.

Event description:
Consumer reported a false negative result was received after using the inteliswab product. Consumer stated that their daughter tested positive somewhere else but received a negative result after using inteliswab the same day. Complaint was received. From inteliswab.com, see below: full name: (B)(6). Organization: none. Email: (B)(6). Phone number: (B)(6), country: united states. State: (B)(6). Select your organization type or use: consumer/personal use. Comments: use it to test myself. Bought two boxes. Tested my daughter a day she got verified for being positive. Your results said she was negative. I honestly feel your tests are misleading. I spent $45 on tests that did not give accurate results. Just letting you guys know. Original ref: https://inteliswab.com/. Last touch ref: https://inteliswab.com/. Organic source: https://inteliswab.com/.

Manufacturer narrative:
No followup is to be expected with the complaint file and the incident will be closed internally.